Event description:
The pt called alleging inaccurate low readings on her lfs meter. She rec'd blood glucose readings 52 and 60 and felt tired at the time of testing. She contacted a medical professional for advice and did not receive any treatment. She took glucose and ate candy to elevate her blood glucose readings. The pt had the meter set to the incorrect unit of measurement. She does not recall going into the set up mode recently and changing the settings. The test strips she had been using were expired. Using expired test strips can lead to false blood glucose readings. This case is being reported as a malfunction, since the changing the unit of measurement appears to be a 'spontaneous occurrence that is not caused by changing the battery; or the pt accidentally changing the settings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.